Event description:
It was reported that the lead showed a rise in impedance and threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, had cosmetic environmental stress cracking, and was breached cut. The outer insulation had cosmetic depression. Visual analysis noted the lead had apparent explant damage. Lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed within the lead that could be associated with the electrical complaints. Performance data was collected from the device and analyzed. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance = 893 to 3135 ohms peak between (B)(6) 2012.